Event description:
It was reported that this right ventricular (rv) lead exhibited high/unstable thresholds. To effectively pace the rv, threshold was greater than 4v. The lead was replaced. No further patient complications have been reported as a result of this event. It was reported that there was no assumption of what happened to the lead. The measured high threshold was not specifically related to the lead functionality.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).